Event description:
Reference number (B)(4). Event occured in united kingdom it was reported that the patient faced infusion set leakage event on (B)(6) 2026, as he is a firefighter and there was pressure on the site. The patient replaced infusion sets and resumed insulin successfully. No further information is available.